Event description:
Manufacturer received patient report of drug infusion system removal post implant due to catheter tip meningitis. Additional information has been requested from the patient's physician regarding reported event, treatments, and patient outcome. A follow up report will be sent when additional information is received.